Manufacturer narrative:
The referenced system controller that was exchanged after it overheated and turned off was reported under medwatch MFR report #2916596-2018-05334. This medwatch is reporting the driveline damage that may have caused/contributed to the low speed and pump stoppage events. Approximate age of device - 5 years, 6 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was taken to the emergency room by ems with complaints of elevated blood pressure, shortness of breath and persistent low flow alarms. Ems noted that the percutaneous lead (driveline) was kinked and "crumpled" and appeared to have a fractured area in it that they taped and secured with a plastic syringe. It was reported that the primary system controller was exchanged for the backup controller due to the primary controller overheating and shutting off. On arrival to the emergency room, nursing reports that when the vad was connected to system monitor active driveline fault alarms were received. It was mentioned that there was cosmetic damage to the driveline's outer sheath with significant amounts of silicone tape applied. After the primary system controller was exchanged there were no further low flow alarms. The patient received medication to lower blood pressure and was "doing better". The manufacturer's technical service representative reviewed the primary system controller log file and observed multiple pump stoppage and low speed advisories between (B)(4) 2018 that appear to have occurred while the vad was connected to battery power. Between (B)(4) 2018, 78 yellow wrench advisories indicating driveline fault were observed. X-ray images of the driveline submitted for review showed areas of concern. On (B)(4) 2018, technical services representative arrived onsite for a driveline evaluation and replacement. A phase interrupter test revealed no open wires. A distal end driveline replacement approximately 2.5 inches from the exit site was performed. Post replacement, the vad was tethered to the power module using a normal patient cable without issue. Driveline fault resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline confirmed an issue that could have contributed to the reported driveline fault alarms, which were confirmed through the evaluation of the submitted log file data. In addition, the reported low speed/flow alarms and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from 11/2/2018 at 01:58:51 to 11/25/2018 at 18:58:04, per the timestamp. Numerous low speed/flow alarms and pump stop events were recorded from 11/24 at 20:02:22 to the end of the log file, while the system was supported with batteries. A total of 78 yellow wrench advisories associated with driveline fault alarms were also recorded throughout the log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause for the low speed/flow alarms and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 11/26/2018. The approximately 21" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing was performed and revealed an open circuit on the orange wire. Elongation of the orange wire insulation, approximately 11¿ from the metal connector, was observed suggesting that the inner conductors were completely severed in this location despite the insulation remaining intact. The damage appeared consistent with fatigue failure due to repetitive flexing of the driveline. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the orange wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the yellow wrench advisories associated with driveline fault alarms observed in the submitted system controller log file data. Further visual inspection of the wires did not reveal any breaches or additional areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported on the grounded patient cable. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.